Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited an increase in thresholds, possibly due to clavicular crush. A lead revision was planned.